Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, the valve was implanted high and a second sapien 3 valve was implanted. The patient is stable post procedure.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect product investigation. The 23mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed that the crimped valve was at the annulus and was not centered between the valve alignment markers prior to deployment. In addition, the valve was deployed too aortic at the annulus. The commander delivery system IFU and procedural training manual were reviewed for guidance and instructions. The complaint for malposition thv was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. The procedural training manual provides guidance on valve alignment. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Note to manage guidewire position, guidewire can move proximally during valve alignment and the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left and if additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment and fine adjustment wheel functions only when the balloon lock is locked and do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Additional considerations should be noted, compression may be observed in the distal portion of the flex catheter during valve alignment and diving may be observed between the thv and the flex catheter tip during valve alignment. To correct, move to a different straight section of the aorta (for diving only), if using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible and if using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Thv moves in only one direction relative to the balloon if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malposition thv was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, 'patient who underwent an implant of a 23mm sapien 3 valve in aortic position by transfemoral approach. As reported, implant was left high and it was decided to implant a second sapien 3 valve' and 'per medical opinion, the root cause of the event was that the starting position was a little higher than desired. Per imagery review, the valve was not centered between the valve alignment markers on the delivery system prior to deployment. As the valve was positioned off the markers, the balloon may have deployed unevenly and pushed the valve toward aortic direction leading to the valve being implanted more aortic than as intended. In this case, available information suggests that procedural factors (valve not centered between the valve alignment markers prior to deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.